Manufacturer narrative:
(B)(4). Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, insulin pump was monitored and functioned properly. Unit received with minor scratched lcd window, faded serial number label and cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 7.2 mmol/l at time of incident. Customer states that internal source was unable to charge and notification light stop flashing immediately. Customer advised to insert new battery and monitor the pump. Insulin pump will not be return for analysis.